Event description:
Distributor on behalf of (B)(6) hospital contacted baxter tech service via email on (B)(6) 2025 and reported that for 1 unit of totalcare (product code: p1900q007251; lot/ serial number: (B)(6)) the head of the bed will not rise up. There were patient involvement and no injury or any impact to the patient or user resulting from this.

Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed/device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Distributor on behalf of ogaki municipal hospital contacted baxter tech service via email on 15 dec 2025 and reported that for 1 unit of totalcare (product code: unknown; lot/serial number: unknown) the head of the bed will not rise up. There were patient involvement and no injury or any impact to the patient or user resulting from this.